Event description:
It was reported the pt's device was not recharging and hence, it lost the ability to communicate with the external devices. The physician replaced the ipg and the therapy was restored.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.